Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient was critically ill while using the device, which is misuse of the device. On 02/22/2024, it was reported that the patient self-treated with 30 units of insulin before eating as per agreements with her doctor. No cgm reading was reported from that time. Around 40 minutes after this the patient was in the pharmacy when she suddenly lost consciousness. An ambulance was called and when a fingerstick was taken the cgm was reading approximately 150 mg/dl and the blood glucose reading was 350 mg/dl. There was no treatment documented for a possible hypoglycemic event, and the fingerstick was taken around 10 minutes after the patient lost consciousness. The paramedics did not provide any treatment but brought the patient to the hospital. At the hospital patient received treatment with morphine and he was in pain from the fall. Furthermore, the patient stated that ¿his sugar was intolerant¿ for the insulin the doctors gave him. The patient was discharged after 7 hours when his pain was under control. At the time of discharge the blood glucose reading was stable, even though the patient could not remember the value. The patient was still tired at that time and went home. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.